Event description:
Boston scientific received information from a patient advocate call that the patient passed away and had previously not had his device replaced because the physician informed the patient it was too risky. The patient advocate noted that the pacemaker battery was not functioning correctly. The field representative for the region was contacted and noted there has been no allegation against the device from the physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.